Event description:
It was reported that the patient received 3 inappropriate shocks. Upon further analysis, it was noted that the pacing impedance was greater than 3,000 ohms. A right ventricular (rv) lead fracture is suspected. The physician reprogrammed the lead, then later capped and replaced the lead successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert was triggered, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was detected. The analyst noted the 15 non-sustained tachycardia episodes and 2 ventricular fibrillation (vf) episodes were recorded between (B)(6) 2013 and (B)(6) 2013. In addition, 3228 of 3244 lifetime short interval counts (sic) occurred since (B)(6) 2013. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013. The max ventricular pace impedance rose from an approximate baseline of 750 ohms to greater than 4000 ohms on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).